Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified right coronary artery. A 10mm x 3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, upon first inflation, it was noted that the balloon ruptured when increasing pressure from nominal to rated pressure. The device was removed using the normal method without any problem. The procedure was completed with another of the same device. There were no patient complications reported, and the patient was in good condition after the procedure.